Event description:
The pt was placed in a splint in the orthopedic office. She went to the ed complaining that the splint was causing pain and a reddened area. The ed placed a new splint. It was discovered that the foam inside of the splint had been cut too short, exposing the hard area of the splint on a portion of the splint.